Manufacturer narrative:
No patient information as no patient present. RMA issued. Software investigation completed. Partial hardware investigation completed. Current results indicate hardware issue (after running for 15 to 20 minutes it displayed intermittent high amp noise on amp board c). Software functioning properly. While no patient was present, this issue is being reported because, intermittent status could result in inaccurate navigation.

Event description:
A medtronic ent rep reported, the red emitter status persisting in the fusion navigation system. He said, he would be in the software in the patient load screen and choose one patient, and it would be green. Then he would choose another patient in the list and the emitter would go to red status. He had to exit and re-enter the software to get it to go to green status and select the appropriate patient. He then proceeded to the register screen, selected the point merge option to store points for the next case, then selected the register with tracer button and received red status on the axiem box and emitter. The medtronic representative had to exit and re-enter the software again. No patient was present.